Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular lead exhibited increasing pacing impedance measurements and oversensing of noise which resulted in delivery of an inappropriate shock. No pacing inhibition was noted. A rate/sense lead was added and the associated device was explanted per physician discretion. No additional adverse patient effects were reported. This lead remains in service.